Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section h device manufacture date. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not turning on. A field service engineer replaced the interface board on main half height drawer 2 and drawer board on 2.2 to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es screen was black and unable to turn on the machine. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es screen was black and unable to turn on the machine. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.